Event description:
The pt received her scs sys on (B)(6) 2011 including an ipg. It was reported that the pt's ipg was implanted too deep. She was no longer able to maintain communication with both the charger and programmer. The only way that she could get communication was by pushing and holding the antenna down with force. As a result, the pt's ipg was relocated to a pocket site that was more shallow. Communication was restored and the issue was resolved post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.